Manufacturer narrative:
Kaz USA, inc. Has requested that the product be returned to our company for testing, but the unit has not been received.

Event description:
A consumer called and stated that their infant received 1st and second degree burns on his hand from the hot steam that was coming out of their vaporizer. The child received treatment at an urgent care clinic and also was attending weekly visits at a burn clinic. The consumer acknowledged knowing that the unit should not have been placed on the floor, but had done so anyways. The instructions for proper use have very clear warnings that state, "warning: keep out of reach of children. We recognize that many of our customers use vaporizers in homes with young children. Carefully supervise your children when the vaporizer is operating, especially crawling infants and toddlers. For children who can understand, please be sure to take the time to instruct them that the vaporizer is not a toy... It is a device that produces hot steam and could cause severe burns and injuries if they do not stay away from it." Kaz USA, inc. Has requested that the product be returned for testing.